Event description:
Customer's wife reported low blood glucose and seizure. Customer was at work. The paramedics were called. The blood glucose reading at the time of the event was 79 mg/dl. Customer was not taken to hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.